Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. Analysis of the recharger ((B)(4)) found that the recharger antenna cable insulation was torn near relay box.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had been charging she had felt a stinging sensation and looked in the mirror and had a burn mark where the recharger sat. They stated the wires had been exposed and was keeping those away from the skin while charging. The patient stated this all had taken place for the last 1.5 weeks. It left burn marks, but she stated "it's all good". No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.